Event description:
Customer reported that he was in doctor office for a routine appointment and he had a low blood glucose episode. Customer blood glucose reading was 17 mg/dl and was treated at the doctor's office. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.